Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
Unable to prime during the prime test and insulin pump alarmed during the basic occlusion test due to a protruded/loose drive support disk. Unable to perform the occlusion and excessive no delivery alarm tests due to the alarm. Cracks to the case, reservoir tube lip, battery tube threads and a scratched display window noted during visual inspection.

Event description:
It was reported that the customer was hospitalized, and she is in a psychiatric hospital. It was stated that before the admission the insulin pump alarmed and the staff from the hospital called the ambulance. The blood glucose at time of her hospitalization was 400mg/dl. It was stated that the customer was not using the insulin pump while staying at the hospital and the mother did not know more information about daughter's health. No further information was provided.